Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics indicated that the circulation pump would not generate pressure and replace the pump onsite. As per follow up information received via email on 16nov2023, no impact to the patient because of the device or error. The device was not sent for bd evaluation. There was no patient involvement. The issue with the artic sun below was found during its annual preventive maintenance, not while on a patient. They were unable to refill the reservoir because the circulation pump was bad and ended up replacing the circulation and mixing pump because they were the same age. This resolved the issue.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a circulation pump component failure. The DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics indicated that the circulation pump would not generate pressure and replace the pump onsite. Per follow up information received via email on 16nov2023, no impact to the patient because of the device or error. The device was not sent for bd evaluation. There was no patient involvement. The issue with the artic sun below was found during its annual preventive maintenance, not while on a patient. They were unable to refill the reservoir because the circulation pump was bad and ended up replacing the circulation and mixing pump because they were the same age. This resolved the issue.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a circulation pump component failure. The DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device would not fill. A check of the diagnostics indicated that the circulation pump would not generate pressure and replace the pump onsite.